Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Continuation of concomitant products: dtbc2d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a polymorphic ventricular tachycardia and the device withheld therapy because of noise discrimination. This was thought to be false positive detection of noise. The right ventricular lead was noted to have noise. It was also indicated to have been implanted after the use by date. The device and lead remain in use. No patient complications have been reported as a result of this event.